Manufacturer narrative:
(B)(4). The sample has been requested but has not been received yet at baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a reservoir ruptured during the patient use at the hospital. The leaked drug was spread to the patient. There was no adverse event, patient injury or medical intervention associated with this report. The patient was being infused with 5fu (fluorouracil) and saline. There is no further complaint information available.

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified shunted vessel. The wanda 5.0x80mm balloon was advanced to the lesion and the balloon was inflated. The pressure was unable to be increased. The balloon was ruptured, and contrast media leaked from the hub, outside the patient, following removal of the device. The procedure was completed with a non-bsc balloon. No patient complications were reported. The patient's status is good. This product is only ous approved but it is similar to an approved us device.